Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned driver shaft, t6, ao had twisted. Functional testing was not performed due to the damaged distal tip of the device. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the inserter within the screw during use.

Event description:
On 11/08/2024, it was reported by a sales representative via (B)(4) that an ar-18800-03 driver shaft and ar-18800-04 driver shaft ends are twisted. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.